Event description:
A report received from (B)(6) stated the device is experiencing a sterility issue. It is unk if the device was being used during surgery. It is unk if pt or user injury was reported. No add'l info was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. (B)(4) evaluated the devices, and the device showed signs of improper or ineffective cleaning and maintenance. The attachment exhibited bearing damage, likely due to normal wear, ineffective cleaning and maintenance, and may also have been exacerbated by improper sterilization. If add'l info is received, a supplemental report will be sent. (B)(4).